Event description:
The reporter stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens but the lens became stuck in the cartridge while being ejected. There was no patient contact or injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.